Event description:
It was reported that during preparation for a coronary stenting treatment procedure, stent dislodgement occurred. During unpacking of liberte' 3.0x6mm bare metal stent, it was noted the stent was unmounted from the delivery balloon and remained in the packaging separate from the delivery balloon. The procedure was completed with another of the same device and no patient complications were reported. The patient status is reported as 'stable'.

Event description:
It was reported that during preparation for a coronary stenting treatment procedure, stent dislodgement occurred. During unpacking of liberte' 3.0x6mm bare metal stent, it was noted the stent was unmounted from the delivery balloon and remained in the packaging separate from the delivery balloon. The procedure was completed with another of the same device and no pt complications were reported. The pt status is reported as "stable".

Manufacturer narrative:
Device evaluated by manufacturer: the stent was not present on the balloon of the sds or in the packaging that contained the sds. Visual and tactile inspection revealed damage to the distal tip and no other damage or irregularities. Microscopic inspection confirmed the presence of stent strut impressions on the balloon, confirming that the stent was appropriately positioned and crimped during manufacturing. The presence of contrast media in the balloon and distal shaft is indicative of handling beyond simply unpackaging the device, as was reported. The appearance of the balloon also suggested that it may have been subjected to positive inflation pressure, which may explain the stent dislodgement. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Manufacturer narrative:
(B)(4).